Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 173 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.